Event description:
The pt reported that he experienced elevated blood glucose values (as high as 400's mg/dl). His normal range is 90-130 mg/dl. He stated that he was suffering from dry mouth, frequent urination and being very sleepy. He stated that he observed that the cannula is kinking and this is causing his elevated blood glucose values. He reported that when he experienced elevated blood glucose values, he would change his infusion site and administer a bolus to reduce his blood glucose values. No medical attention was required. Product was requested to be returned for evaluation.